Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment site and subsequently was placed under general anesthesia on (B)(6) 2021, in order to remove the excess skin and the abutment. The patient was replaced with a new abutment during the same surgery. It was reported that the patient experienced a post-operative infection which was treated with oral antibiotics (date and duration not reported).